Manufacturer narrative:
(B)(4).

Event description:
Caller reported blood glucose results of 315 mg/dl on aviva system 1, 98 mg/dl on aviva system 2 within 1 minute. Reported no adverse event relative to discrepancy. Customer was using the same strips for both meters. A request was made for the return of the meters and strips, replacement sent.